Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (gravida 9, para 3, 0-6-3 who had a spontaneous vaginal delivery). Concurrent conditions included adenomyosis, endocervicitis, paratubal cyst, adenoma benign, ovarian cyst and menorrhagia. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (oophorectomy/robot-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on(B)(6)2018. At the time of the report, the menorrhagia and ovarian cyst outcome was unknown. The reporter considered menorrhagia and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (gravida 9, para 3, 0-6-3 who had a spontaneous vaginal delivery). Concurrent conditions included adenomyosis, endocervicitis, paratubal cyst, adenoma benign, ovarian cyst and menorrhagia. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (oophorectomy/robot-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia and ovarian cyst outcome was unknown. The reporter considered menorrhagia and ovarian cyst to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. New reporter , medical history lot number added. Medical device removal was replaced with menorrhagia, ovarian cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report